Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service alarm 078. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned and investigation completed on 25-jul-2019 with the following findings: on investigation, the pump was noted to have been returned in a condition that prevented investigation of the call service alarm issue; the pump powered on with a blank display screen with moisture inside the pump. Unrelated to the original complaint, the battery compartment was noted to be cracked with pieces of the threads missing during the investigation.